Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors of the harvesting cannula would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.